Manufacturer narrative:
On 10/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/11/2019, it was reported to mentor that several lymph nodes with free silicone are identified in the left axilla. The patient had undergone removal and replacement with new mentor high profile 500cc left and right silicone gel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, according to the information received, this record is related to a concomitant device; there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 500cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected capsular contracture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implant 450cc and developed left breast pain and hardness assessed as capsular contracture on (B)(6) 2018. MRI completed on (B)(6) 2019 indicates left implant rupture with free silicone in the left axilla. As a result, the patient will undergo removal on (B)(6) 2019. The right breast implant was previously reported for suspected capsular contracture. This medwatch is for the right breast implant. This report contains supplemental information for mentor psr reference number (B)(4).